Manufacturer narrative:
Patient information was not made available per the surgeon. Globus spine instrumentation was reported to be used which is not validated for use with medtronic navigated instrumentation. The site was informed of this unapproved use. 11/12/2015 a medtronic representative performed a navigation system check-out, hardware and instruments areas passed. Software test failed. Navigation precision issue was reported by the site. Based on the procedure performed, findings are that the test highlighted no precision issue, whether with the imaging system, at the level of the navigation system or at the level of the navigated instruments. Therefore, it can be concluded that, following the test performed earlier, the precision of the imaging` system/navigation system is working within expected ranges. Note that only medtronic instruments were tested during this procedure. Issue resolved. System performed as intended. No parts were replaced. No parts have been received by manufacturer for analysis.

Event description:
A site biomed representative reported that while in a cervical spine procedure, the surgeon misplaced navigated screws in a procedure two days earlier. Noted was that this surgeon was navigating a globus screwdriver mounted on a medtronic navlock system. Cervical clamp was placed on c3. Both screws placed at c3 level were too medial, about 4-5 millimeters into the canal. The screws were repositioned. No impact on patient aside from dural breaches. There was no delay of therapy reported. The surgeon completed the procedure with the use of the navigation system. Noted was that the surgeon was navigating globus instruments (3.5mm drill, taps and drivers) mounted on medtronic navlock systems. Additionally, the globus 3.5mm drill shows a high flexibility, even when used with a drill guide.